Event description:
While servicing the equipment of a (B)(6) pt for an unrelated issue, a reportable problem was discovered. The monitor would not power on and the electrode belt failed the fall-off test. The pt was issued a replacement monitor and electrode belt.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and belt sn 59034138 have been completed. As received, the monitor would not power on. The cause of the inability to power on was likely a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory likely had an intermittent connection, which was discovered through the use of a flash memory test. The monitor was producing segmentation faults during testing. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. Upon investigation the electrode belt failed a fall-off test and the trunk cable connector was cracked. The cause for the failure was isolated to an intermittently open white (drvn_gnd) wire in the trunk cable connector. The root cause for the open wire and damaged connector could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted from the defective monitor and belt. The pt received a replacement monitor and belt. Device mfg date: (B)(4): 05/01/2012.